Event description:
Dental office has a curing light that is out of warranty. The complaint is that unit is not curing composite. She said it does not register anything on the light intensity meter. Verified light guide was clean and not broken. Verified all the parts are present and correctly placed within the unit. Verified the base was functioning. It has been decided to bring this unit in for evaluation and to replace it with a new unit as a courtesy to the customer.